Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Capsular contracture and gel bleed are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a capsular contracture baker grade iii. Post-operative: perspiration of silicon gel through the envelope. The device has been removed. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases fold, and cloudiness/voids in the gel observed after autoclave cycle. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed and identified wear abrasion. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported via regulatory agency capsular contracture baker grade iii. Post-operative: perspiration of silicon gel through the envelope. The device has been removed. This record relates to the left side.